Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate reading. Reportedly, the insulin gauge displayed 155 units of insulin after loading 300 units. Customer's blood glucose level was not impacted. Customer declined any further follow up on the reported issue.